Manufacturer narrative:
The insulin pump was received with a blank display and constant tone due to moisture damage on the electronics assembly. The device was unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to blank display. The insulin pump was received with moisture damage on the motor, vibrator, keypad and battery tube assembly. The device was received with the following physical damage: cracked casing at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that she got caught in the rain while wearing her insulin pump and the device got wet; the light won't turn off and the insulin pump was beeping. The customer's blood glucose at the time of incident was 160 mg/dl. Troubleshooting was initiated and the customer confirmed that the device went blank right after exposure to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.